Event description:
It was reported that a patient presented high lead impedance when normal diagnostics were performed during a routine office visit. No x-rays were taken. There were no reports of trauma or manipulation. The patient will be referred for generator revision surgery. Good faith attempts to obtain additional information including product and programming information have been unsuccessful to date.